Event description:
It was reported that the insulin pump alarmed during manual prime. Customer also mentioned receiving a motor error alarm and stated that they are unable to rewind the insulin pump. Customer's current blood glucose reading is 216 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.